Event description:
A secretary reported a consumer was diagnosed with keratitis and conjunctivitis following the use of this product. She stated he was advised to discontinued contact lens wear; however, he did not comply with medical advice and wore his contact lenses a couple of times during the recovery period. She stated as a result the consumer's eye infection returned. She reported the consumer had gone swimming in his contact lenses ten days prior to the incident. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the sample was returned by the customer. A visual examination of the returned sample showed on bottle with approximately 1-2 oz remaining. Dust and hair were observed on the cap and shoulder of the bottle. The cap was removed to observe the solution. The solution appears clear with typical color, clarity, and odor. Review of the complaint history showed no other complaint reported for this lot. Review of the compounding, filling, and packaging mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all (B)(4) lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. Review of the incoming qa inspection results for all the component lots showed them to be acceptable. This lot met all release criteria prior to product release. Additional information has been requested. (B)(4).